Manufacturer narrative:
Per tandem's t:flex user guise: "do not remove or add insulin from a filled cartridge after it is installed on the pump." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded a new cartridge to address the issue. Reportedly, customer filled the cartridge with insulin outside of the load sequence. Tandem's technical support educated customer on cartridge labeling. In addition, it was reported that the usb port of the pump was observed to be damaged. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl due to the pump's correction factor setting needing adjustment. Customer consumed carbohydrates to address the low bg. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments. The customer continued to use the pump for insulin therapy.